Event description:
When surgeon was tying the suture, the implant pulled out of the bone. Additional information confirmed twinfix ultra pk anchor was used in a new hole to complete the repair.

Manufacturer narrative:
(B)(4).